Event description:
On (B)(6) 2012, customer reported a leak from the right side of the hmx al instrument, while the instrument was idle. The volume of the leak was several ml and was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed a leak in the tubing at pinch valve 43. Fse replaced the tubing and verified the repairs per established procedures. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).